Manufacturer narrative:
The report of a device alarming for air in line due to large air bubbles was not confirmed. ¿ the pcu event log shows pump module s/n (B)(4) was programmed to infuse drugid 1 at a rate of 3.8ml/hr with a vtbi of 32ml at 9:56 pm on 23 april 2020 and ran at various rates until 4:03 pm on 26 april 2020 when the device was channeled off. ¿ the pump module¿s ail settings were set for 50micoroliters for a single air bolus and accumulated air enabled. ¿ the log shows the device alarmed 3 times for air in line on the reported event date (25 april 2020) at 5:55 am, 6:07 am and 2:30 pm. ¿ the cause of the air in line alarms cannot be determined though logs. ¿ it also cannot be determined whether these alarms were valid alarms caused by air boluses in the fluid path. ¿ the device was being used for treatment ¿ the device was not returned for investigation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
(B)(4) - air in line alarms. It was reported from neonatal intensive care unit that air-in-line alarmed, triggered by larger air bubbles, on a primary tubing with total parenteral nutrition that's been infusing for 12 hours at 3.8 ml/hour. Tubing, pump, and module were changed later that day when new tpn solution was hung. There was no adverse effects caused to the patient or delay in treatment as a result of this event.